Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 547 mg/dl and minor diabetic ketoacidosis. The patient was treated via insulin pen and insulin drip IV. The drive support cap appeared normal. Troubleshooting did not occur as the customer was pressed for time. No products were returned or replaced.